Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are two 510k's listed: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd eclipse¿ bd luer-lok¿ syringe with needle leaked. No reported medical interventions or serious injury.

Event description:
It was reported that a bd eclipse bd luer-lok syringe with needle leaked. No reported medical interventions or serious injury.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. Correct catalog # 305788. Correct lot # 7269238. Correct expiration date 2022-09-30. Correct manufacture date 2017-09-26.

Manufacturer narrative:
Investigation summary: no sample or photo was received for investigation. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage at luer connection with lot #7269238 regarding item #305788. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that a bd eclipse¿ bd luer-lok¿ syringe with needle leaked. No reported medical interventions or serious injury.